Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange with no complaint against the device". Healthcare professional reported device tracking left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side "exchange with no complaint against the device." Healthcare professional reported device tracking left side rupture. Device has been explanted.

Manufacturer narrative:
DHR trend summary: review of all complaints of a050401 - fluid leak for the period of jan-2021 through dec-2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening on the device. Additional observations: crease flat observed on the surface of the shell. No further actions are required as the device was implanted.